Event description:
The nurse reported a system message displayed. The nurse tried 3 different footswitches and the system message would not clear. No patient's were prepped and six cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message displayed. The company service representative replaced the footswitch interface pcb, the connector cable, and the footswitch cable. The system was then tested and met all product specifications. The parts have been received for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.